Event description:
It was reported that the device was given delivery testing and the device tested under specified delivery limits. No patient involvement reported.

Manufacturer narrative:
H3: one cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. An accuracy test was performed and the reported accuracy issue was able to be duplicated. Test results of +0.32%, -3.00%and -3.80% were all within the published customer specification of +/- 6.0%, but one was outside the internal spec of +/-3.0%. The expulsor was out of calibration and will be replaced and calibrated to resolve the issue.